Event description:
The pump was returned for investigation. Investigation revealed a cracked pump casing, moisture ingress, a leak in the pump casing, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. A leak test was performed and failed due to leaks at a crack in the pump casing and the battery compartment. The pump case was removed and further evidence of moisture ingress was found. Keypad button responsiveness could not be tested due to moisture ingress; however, the keypad cover was removed, and contamination was found under the up arrow, down arrow, and contrast button contacts. Unrelated to these issues, the keypad cover was torn. (B)(6).